Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report when the investigation is completed.

Event description:
Spacelabs received a report that on (B)(6) 2017, the displays at the central station on the seventh floor went blank while monitoring telemetry patients. Powering down the central monitors and reconnecting the displays restored the display when powered back on. No injuries were reported as a result of this event.